Event description:
It was reported that the lead had positioning/fixation difficulty and perforated the heart. The helix would not extend after the initial extending/retracting. The lead was not implanted and a new lead was used. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned, analyzed and the distal conductor was stretched. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was a tip seal observation, there was a shaft seal observation, the lead appeared damage at implant and the lead was stretched. It was also noted that the lead was returned with the stylet stuck in the lead and the distal coil stretched at the distal end of the lead. It is not possible to test the helix if the lead is returned in this condition.